Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, battery out limit, max delivery alarm and priming anomaly from the insulin pump. The customer's blood glucose level was 148 mg/dl. The customer stated that she got max fill twice. The customer resumed fill tubing and did not receive any other alarms. The customer stated that she changed out the battery and received battery out limit alarm. The customer inserted new energizer aaa alkaline battery and the display returned. The customer stated that her insulin squirted out but she was holding down the act button.